Event description:
A concern pertaining to equipment safety more specifically to that of the alaris pump. No patient harm occurred during this event but is placing the patient at an unnecessary high risk to injury. Only maintenance fluids were running. The issue at hand is the channel of the alaris pump, when bumped or simply moving, can become disconnected from the brain, causing the pump to shut down. There is a restore button but it does not always work; leaving medical staff to rectify the medications with 4 or more chambers running at once is a less than optimal situation that occurs all too often. This can be particularly dangerous when in transport, procedural areas, or simply when not under direct supervision of medical staff especially with vasopressors or an antiarrhythmic agent.